Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The customer's mother reported that the infusion set is leaky at the connector after one day's use. No adverse event reported. A request was made for the return of the device.